Event description:
Description according to complainant, "removal of a port in pt (a child) today resulted in evidence of catheter defect. The usual ease of removal was complicated by complete fusion of the catheter to the fibrous tube that surrounds it in the chest. I believe this catheter was placed in 2011 in (B)(6). The internal jugular vein was exposed and needed a venotomy to release the catheter. The vein was then reconstructed. In addition, an extra incision was required above the breast. An extra x-ray (several in fact) were also required. The photos which I will send demonstrate the fusion." "Normally a port should slide out easily through one incision. Occasionally a second incision in the neck is required. This one was fused along its length and attached to the intima of the vein in a way of have never seen before."

Manufacturer narrative:
Results, conclusion: one used cook petite polysulfone vital port was returned with four segments (approx 6 cm, approx 5.5 cm, approx 6.5 cm, approx 5.5 cm) of silicone tubing. The 6 cm segment of catheter was attached to the vital port per IFU requirements upon return. The suture holes of the vital port showed signs of use. Visual observation confirmed the report of calcification on the catheter. The calcification appeared on the outer diameter of the catheter and was not present on the vital port body. The catheter retained flexibility and no puncture marks were observed on the catheter. The ends of each catheter length were viewed under magnification and no burnishing or wear was observed. A dimensional analysis confirmed that the catheter was manufactured to cvi specifications. The calcification of the catheter was confirmed. The lack of burnishing confirms the customer report that the catheter was cut for removal from the body, i.e. The catheter did not fracture during treatment. There is no indication device performance was affected. The catheter was manufactured to cvi specifications. The IFU contains a notice that the formation of calcium-like deposits is a known complication of the implantation of a catheter. The root cause of the deposit is unk. (B)(4).